Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that a possible under delivery had occurred. Customer had high blood glucose and was hospitalized on (B)(6) 2021. Blood glucose at the time of hospitalization of 28 mmol/l. Customer did not reported any symptoms of high blood glucose at the time of call. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. High blood glucose level was treated with insulin drip.